Event description:
Pt developed pulsus paradoxus, positive kussmaul's sign and moderate pericardial effusion 3 days status post dual chamber pacemaker insertion. Consistent with microperforation of the myocardium.